Event description:
Reference number (B)(4). Event occurred in the united states, it was reported that the patient faced infusion flow blockage at tube event on (B)(6) 2024 . The blood glucose was 340mg/dl. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.